Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device breakage ('gray metallic fragmented coil') and salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, salpingitis, menorrhagia, fatigue and hormone level abnormal outcome was unknown and the dyspareunia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, salpingitis and uterine perforation to be related to essure. The reporter commented: she had received treatment for pain and perforation date(s) of insertion: 2014 (per pif). Discrepancy noted in date of removal as it was reported as (B)(6) 2019. (B)(6) 2017 previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device breakage ('gray metallic fragmented coil') and salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral) on (B)(6) 2017 and essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, salpingitis, menorrhagia, fatigue and hormone level abnormal outcome was unknown and the dyspareunia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, salpingitis and uterine perforation to be related to essure. The reporter commented: she had received treatment for pain and perforation date(s) of insertion: 2014 (per pif). Discrepancy noted in date of removal as it was reported as (B)(6) 2019. ((B)(6) 2017 previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information added. Event:gray metallic fragmented coil were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy. (Bilateral) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, fatigue and hormone level abnormal outcome was unknown and the dyspareunia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she had received treatment for pain and perforation diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: injury nos replaced with event uterine perforation, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia(heavy menstrual bleeding), fatigue and hormonal changes. Patient demographic details added and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.